Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that this right ventricular lead exhibited oversensing that lead to some pacing inhibition. This patient is not pacemaker dependant so loss of therapy was not critical. Technical services (ts) was consulted and suggested there might be a lead issue. Some programming changes were made to alleviate the issue and the patient will be monitored for now. To date, there have been no adverse patient effects reported.